Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. A clinical diagnosis of unsatisfactory stimulation pattern was reported. (A device diagnosis was not applicable.) The patient reported an unsatisfactory stimulation pattern on (B)(6) 2014. It was reported there was complaints of intermittent stimulation. It turned on abruptly causing discomfort. The event was possibly related to the device or therapy, not related to the implant procedure and the event was due to the programming. The final programming date and most recent interrogation prior to the event occurred on (B)(6) 2014. The patient was reprogrammed on (B)(6) 2014. The entire system was explanted/replaced on (B)(6) 2015 and the event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had cervical leads placed for upper extremity radiculopathy. When the patient changed the position of his head/neck his stimulation pattern can abruptly become stronger "turns on abruptly". The patient¿s electrode array prior to (B)(6) 2014 was looser with #4 electrode (-) and #7 electrode (+) in program 1 and #1 (+) #2 (-) #3 (-) in program 2. After reprogramming, the patient¿s stimulation pattern became more focal as the array was changed to (+)(-)(-)(+) in both programs. The pulse width also changed from 450 to 270 and the rate changed from 30 to 130.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.